Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for robotic laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced adhesions, hernia recurrence, and pain. Post-operative treatment included additional surgery, revision surgery, and mesh removal.